Event description:
(B)(6) study. It was reported that the implant did not seal. On(B)(6) 2021, a left atrial appendage (laa) closure procedure was performed. Prior to the procedure aspirin was administered. A watchman access system (was) was positioned and a 27mm watchman flx laa closure device & delivery system (wds) was advanced. The closure device was deployed and implanted with a deployed device diameter of 21mm. The post procedure transesophageal echocardiogram (tee) assessment revealed an incomplete laa seal with the size of the largest residual jet around the device to be 10 mm. After the implant procedure, dabigatran was continued. There were no patient complications reported.